Event description:
It was reported the subject device needle was torn. The issue occurred during unpacking of the device. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The stop pin of the syringe stopcock was found broken. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿make sure that the medallion syringe is free from cracks, disconnection, looseness and other damage.¿ based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported break may have been the result of pulling the plunger with excessive force. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.